Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The physician suspected the infection was related to the implant procedure. The system was successfully explanted and would be replaced upon clearing of the infection. The patient was in stable condition post surgery.